Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. Please see sections d10, e4, g4, g7, h2, h3, h6, and h10. The referenced device was returned to the service center for the physical evaluation. A visual inspection of the returned device was performed and found foreign material, consistent with use. Probe tip is detached from the distal end. The breaking point measures approximately at 0.638¿ of the probe. The probe tip was not returned along with the device and is suspected to be missing. The device was attached to the usg-400/esg-400 and a probe check was performed and the device failed the probe check, prompted with u509 ultrasonic probe error. Both switches were checked and are functional. The ptfe pad (teflon pad) was inspected and found it is slightly worn, with no metal exposed. Based on similar reported events, the root cause to the damage to the referenced device is attributed to user mishandling. The instruction manual provides the following warnings: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad.¿.

Manufacturer narrative:
The device has not been received by the service center. The cause of the reported event could not be confirmed at this time. However, if the device is returned at a later date, this report will be updated accordingly. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the jaw. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The service center was informed that near the end of a laparoscopic hysterectomy procedure, the bottom jaw separated from the instrument and fell into to abdomen. The piece was retrieved with a grasper and there was no reported patient injury. The intended procedure was delayed less than three minutes while a second device was obtained. The procedure was completed using the similar device. There were no unusual noises noted prior to the handpiece coming apart.